Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to button keypad anomaly. Pump passed stop current test. Moisture damage found on the lcd board and interface board. Pump had cracked reservoir tube, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water. Customer reported that as a result, insulin pump was not working. Customer's blood glucose was 461 mg/dl, and treated with manual injection. Customer was advised that insulin pump would need to be replaced.